Event description:
During a laparoscopic procedure, after an initial adjustment with the power setting on the electrosurgery generator, the instrument worked in the usual fashion. When the instrument was removed from the abdomen for cleaning it was noticed that one jaw of the instrument was missing. The abdomen was searched but the broken jaw was not found. The surgical area was irrigated and searched again, and an image intensifier was requested but the missing jaw was not seen. The procedure was completed with no pt complications. The pt was later x-rayed and the jaw was noted in the abdomen. Surgery was performed on 02/09/2000 and the piece of the jaw was removed.